Event description:
Because of the medtronic infuse that was implanted inside of my back, I began to have serious problems. Some of these problems include pain, mental anguish and the fear that I would have to go for additional surgeries.